Manufacturer narrative:
The pump was received with blank display due to moisture damaged electronic assembly. The self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test were unable to be performed due to blank display. The pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they went swimming and the pump was exposed to moisture. The customer's blood glucose level at the time of incident was unknown. The customer states there was fluid under the lcd display. Troubleshoot was conducted, and the customer was advised the pump would be replaced.